Event description:
Allegedly the product has a missing component.

Manufacturer narrative:
Conclusion: device was out of spec in a manner that relates to event.

Manufacturer narrative:
This is a reportable malfunction. During a retrospective review of files, we determined the incident to be reportable. This is the same event as 1043534-2012-00420.